Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified as the device was not returned.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, as the facility discarded the device. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
It was reported that during an esophageal anastomotic dilation procedure using an ezdilate balloon, the balloon broke. The balloon expansion had reached the target pressure, however, the balloon had then ruptured/burst. The product was replaced and the procedure was completed. According to the doctor, the balloon may have burst in contact with a stapler or the like. The broken balloon was discarded after the procedure. There was no patient injury or harm associated with the issue.